Event description:
Boston scientific received information that during the device check, this right ventricular (rv) lead exhibited an increase in pacing impedance measurements, up from 1,400 ohms in (B)(6) 2013 to 2,100 ohms currently. The pacing threshold measurements had also increased. No noise was observed on the lead, and r-wave values were unchanged. A lead revision was planned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service pending the revision procedure. This report will be updated when additional information is received.

Event description:
--

Manufacturer narrative:
Boston scientific received additional information that a lead revision was performed. Prior to the procedure, device interrogation showed the pacing impedance measurement was 2,100 ohms. When the pocket was opened, the lead-to-device connection was confirmed to be appropriate. The device was removed and this rv lead was surgically abandoned. New non-boston scientific products were implanted. It was noted that this rv lead had a crack on the insulation in the pocket area. The lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.